Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced insomnia ("difficulty sleeping"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ left side pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("blurry vision"), hypersensitivity ("sensitivity"), weight increased ("weight gain"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, menorrhagia, pelvic pain, vaginal haemorrhage, alopecia, migraine, headache, nausea, insomnia, vision blurred, hypersensitivity, weight increased, back pain and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, headache, hypersensitivity, insomnia, menorrhagia, migraine, nausea, pelvic pain, perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in removal of essure, as per (B)(6) 2018 follow up essure had not removed where as its been already captured as removed according to previous version of the case. Current weight: 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: everything went well. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), hair loss, migraines, headaches, nausea, difficulty sleeping, blurry vision, sensitivity, weight gain, joints pain, back pain. Concomitant disease and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.